Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and the anterior chamber was shallow. The lens remains implanted but will be removed.